Manufacturer narrative:
The investigation found the stent returned loaded in the introducer. The stent was advanced into an in-house microcatheter for functional testing and fully opened upon deployment; however, the body od of the deployed stent measured above specification. Further investigation found the crimped length and pusher length to measure under specification. The returned device was found to be consistent with a 4.5x18 lvis, which is not reported to have been used in the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher measuring out-of-specification, but this condition is consistent with a deviation in the manufacturing process. A CAPA has been initiated.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the left posterior communicating wide diameter aneurysm. Stent assisted coil embolization. The distal vessel of the tumor carrying artery was 3.8mm, and the proximal vessel was 3.89mm. The vascular morphology was slightly normal, with no obvious vascular plaques. The first non mvi coil was selected, and the stent went through the microcatheter. The stent was semi released, and the coil was embolized. Found that the stent could not be fully opened at the neck of the vascular malformation, and the coil flashed out of the blood vessel. The combination of pushing and pulling the stent still could not be opened. The position of the retrieval and adjustment stent still cannot be opened, which cannot effectively assist in embolization. Observation showed that the stent still cannot be opened outside the patient. Replaced with stent, it was successfully opened, and the procedure was completed.